Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they had to correct results for a total of 10 patient samples tested for phos2 phosphate (inorganic) ver.2 - phos on a cobas 6000 c (501) module - c501). The customer stated that the issue may have been due to the calibration where he noticed a shift in standard values. The customer provided data for two patient samples with questionable results. Of the two samples, one had an erroneous result that was reported outside of the laboratory. The sample was repeated on a different analyzer and the repeat result was believed to be correct. The sample initially resulted as 3.3 mg/dl and repeated as 5.4 mg/dl. The patient was not adversely affected. The phos reagent lot number was 30286301, with an expiration date of 31-mar-2019. The field service engineer determined that there was air in the water system. The laboratory technicians had been manually filling the water tank and the probe washing solution. The customer replaced the reagent and the air was purged from the system. A re-calibration was performed and controls were then within range. The engineer checked the gear pump pressure and throughput. Precision studies were performed and were within specifications. The customer ran controls on all assays and these were within specifications. Investigations have determined that the issue was solved by the service actions.